Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the air/water cylinder and in the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d5, d8, e1, e2, e3. Correction to g3 of the initial medwatch. The aware date should be 02jul2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. The legal manufacturer confirmed that the customer's reprocessing steps were in accordance with the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in the air/water channel and cylinder. There was no physical damage to the locations of the foreign materials. Therefore, the cause of the materials remaining in the device could not be determined. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.